Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient's spouse noticed redness at the stoma site. On (B)(6) 2017, the patient was seen by the family physician. A swab was taken and the patient was prescribed antibiotic cephalexin 500mg to be taken four times per day for ten days. It was reported that the swab result was positive of a non-specific infection. The spouse reported that the stoma site was looking better and not as red.